Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient complained of pain near the collarbone when the device was flushed. Port was implanted in the left subclavian vein. CT exam revealed a subcutaneous leak due to an alleged catheter fracture. The catheter and port body were removed via snare wire. There was no reported patient injury.

Event description:
It was reported that the patient complained of pain near the collarbone when the device was flushed. Port was implanted in the left subclavian vein. CT exam revealed a subcutaneous leak due to an alleged catheter fracture. The catheter and port body were removed via snare wire. There was no reported patient injury.

Manufacturer narrative:
A complete manufacturing review could not be performed, as the lot number is unknown. One powerport isp MRI w 8 fr s/l groshong catheter and port was returned in two pieces. Visual inspection identified a complete circumferential break between the 11 and 12 cm markers and wear was on the catheter between the 5 and 12 cm. The catheter split was typical of catheter pinch-off, and the characteristics observed which supported this type of failure are discoloration around split, catheter was received pinched on and around the break point, and no rounding was identified on the circumferential portion of the split. Pinch-off failure is associated with product placement, the most likely root cause for the pinch off is related to clinical conditions. However, the definitive root cause remains unknown. It is unknown if patient and/or procedural issues contributed the to the reported or identified failure. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.